Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced an episode of diabetic ketoacidosis. The blood glucose level was not reported. The contact did not provide further information. Although multiple attempts were made to contact the customer, no additional information was provided.